Event description:
A customer reported that the computer turned off and a red stop sign and multiple system message codes displayed. Timing of the event is unk. There was no pt involvement reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).